Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter tip unintentionally detached, when the onyx was injected. The tip was left inside the patient. There was no friction or difficulty during the injection. There was no force applied during removal of the device. However, there was report of the catheter tip being entrapped / stuck. There was no vasospasm. The catheter tip was embedded in the onyx cast and patient is stable. This event occurred during an arteriovenous malformation (avm) liquid embolic embolization. The devices were reported to have been prepared and used per the instructions for use (IFU). The anatomy was moderate in tortuosity. The patient was asymptomatic. The apollo catheter was flushed as indicated in the IFU. There was no notable damage to the apollo catheter prior to use. Unknown about vessel calcification, and how much onyx reflux.

Manufacturer narrative:
H3: the apollo micro catheter (model: 105-5096-000 lot: a516891) was returned for analysis within a shipping box; within a plastic pouch and within a dispenser coil. The apollo total length was measured to be ~168.5cm, the usable length was measured to be ~162.0cm (specification: 165.0cm ± 2.5cm), and the apollo distal floppy segment was measured to be ~22.7cm (specification: 25.0cm +2cm -1cm). It could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured to be 1.50mm which is within specification (specification: 1.0mm - 2.5mm). No evidence of onyx was found with the returned apollo micro catheter. No other anomalies were observed. The apollo micro catheter was returned for analysis. The 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured to be within specification. No evidence of onyx was found with the returned apollo micro catheter. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed; however, the cause could not be determined. It was reported the apollo tip unintentionally detached when onyx was injected. However, no evidence of onyx was found with the returned apollo micro catheter. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe/tip overlap length too short. The detach joint ldpe/tip overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.